Event description:
Allegedly x-ray showed displacement of plastic articular surface of the left knee requiring revision.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in the package insert. Prod not returned for investigation. Attempts have been made to have the prod returned. Although several attempts have been made, a medwatch 3500a has not been rec'd from the user facility. Trends will be evaluated. This report will be amended when the investigation is complete.